Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was missing. The detached tissue pad was not returned. The coating of the probe was partially peeling. The probe had some scratches. The coating of the grasping section was partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. The distal end of the tissue pad was peeled away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). 2. The peeled tissue pad was fall off because the pad added load outside patient. The coating of the grasping section and the probe could have come off when dirt such as burn was scraped off with something hard. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report from the health professional. *during treatment of crown, the subject device was used. The tissue pad of the subject device was broken after 5 minutes of the use and detached. The fragment was retrieved and thrown away. The intended procedure was completed without delay with another device. There was no patient injury reported.